Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2014 with the following findings: a review of the black box showed no activity outside normal use; there was no evidence of rebooting observed. The returned battery cap was undamaged and was able to secure to the pump. Visual inspection revealed that the battery compartment was undamaged. The battery cap contacts were found to be within specifications. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The pump was exercised for 24 hours with no power interruptions. The pump cover was removed and there were no defects found to the power circuit. The complaint could not be confirmed or duplicated on investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the battery cap was able to secure properly to the pump, and there was no damage noted to the battery cap or battery compartment. During troubleshooting, the reporter noted that changing the battery did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.